Manufacturer narrative:
The customer complained of frequent sensor disconnections and difficulty in obtaining a stable signal. As part of troubleshooting process, a transmitter diagnostic log was requested to further analyze the issue. A review of the transmitter diagnostic log revealed that signal strength between sensor and transmitter is "excellent". The customer was advised to work on the proper placement of the transmitter. Since the issue persisted, a transmitter replacement was issued to the customer to determine if the issue was with the transmitter. However, even with the new transmitter, the customer continued to experience sensor disconnection issue. The customer was then advised to return to their hcp for further assistance in locating the sensor and to discuss potential next steps, including removal and replacement. No further information regarding sensor removal was available. Based on the available information, the most likely root cause of the incident can be attributed to placement of sensor. Either it was inserted deeper than expected or inserted at an angle which could have prevented proper communication between the sensor and transmitter.

Event description:
Senseonics was made aware of an incident where the customer complained of frequent sensor disconnections the sensor was inserted on (B)(6) 2025 and the issue began two days after insertion. A transmitter replacement did not resolve the issue and the customer was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor.